Event description:
The pt was admitted for a procedure in 2008 with a 95%, type c, de novo lesion in a native obtuse marginal branch. The lesion was 24mm in length. A 2.75 x 28mm cypher select plus stent was chosen for the procedure. While trying to inflate the cypher, the pressure would not increase, therefore, the stent delivery system was removed from the coronary, and a crack was noted on the hub. This was not visible prior to use. The pt's medications included plavix and heparin.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.